Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device powered up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement tests. Pump passed the dat test at 0.08730 inches. No blank display anomaly was noted. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label. The device was received with partially broken off piece at the battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 900 mg/dl. Customer also stated that insulin pump had blank display problem. The last check blood glucose was 700 mg/dl. The customers current blood glucose was 180 mg/dl. The customer was also treated with insulin pump. Customer was declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.